Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs permanent implant procedure. During the procedure, the doctor was alerted that neuromonitoring had noted loss of motor and sensory functions . As a result, the procedure was abandoned.